Event description:
It was reported that the patient was experiencing stimulation on non target area and inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7072987/7075950.

Event description:
It was reported that the patient was experiencing stimulation on non target area and inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure. Additional information was received that the patients ipg and leads were explanted. The explanted device components were discarded by the medical facility and will not be returned.